Manufacturer narrative:
On november 13, 2020, the product investigation was completed. Device investigation summary: the implant was received without its thermoform. During the visual evaluation of the device, no apparent damage was observed on the shell, however, the gel inside the implant was noted cloudy. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 450cc being used in an unspecified procedure was found to be discolored during the operation. The device was not implanted. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences, or procedural delays.